Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion and when the stent was removed, stent damage was discovered. The lesion being treated was located in the left anterior descending (lad) artery with severe calcification and tortuosity. The physician attempted to place a 2.50 x 12 mm taxus express2 stent in the target lesion. The nose of a 3.0 cutting balloon was placed across of the proximal section of the lesion. The physician tried dilating at low pressure, 3 atms on the way in to the lesion. The physician then redeflated, but could not advance any further. The physician then attempted to get a smaller size, 2.5 cutting balloon to try to get into lesion. The physician was unable to advance it past the proximal section of the lesion. They then tried to primary stent with a 2.5 x 12 taxus express2 stent. This was unable to cross the lesion. When the stent was removed there was damage. The physician stated the stent felt like it was raised off the balloon a little and was not smooth. The physician then deployed a new 2.5 x 12 mm taxus express2 distal to the lesion that was unable to treat.

Manufacturer narrative:
The shop floor paperwork for this batch shows that the product met its specifications. The device was received for analysis, but the analysis is not available at this time to determine the root cause of the difficulties experienced with this complaint incident.